Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation we were unable to confirm the information related to the occurrence of the phenomenon from the investigation results. Thus, we could not identify a probable cause. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope had a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.